Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the buttons were unresponsive and the battery compartment was worn out and the battery difficult to remove and install. The customer reported that the back light will not turn on. The insulin pump was worn against the body. The insulin pump had also alarmed for a button error. The blood glucose reading was 250 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No frozen screen. The insulin pump was received with stripped battery cap coin slot. The insulin pump passed displacement test, self-test and back light function properly noted. No back light anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.